Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient's garment was irritating a pre-existing incision from open heart surgery. The garment was allegedly pulling the scab off before the incision was completely healed. The patient's nurse placed a gauze pad on the incision and the patient indicated that it felt better. Follow up indicated that the patient ended use. The medical outcome is unknown.